Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient underwent a fusion lumbar laminectomy with facetectomy and foraminotomy at l2-l5; spinal fusion at l2-l5 using allograft, bmp, and local bone. The bmp was placed in the lateral gutters. Approximately 5 months post-op, the patient was diagnosed with lymphoma cancer, which was deemed not related to the procedure. At the patient's last follow up exam, 5 months post-op, bone healing was assessed as healed/fused. No further details were reported at this time.